Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), metrorrhagia ("menorrhagia (as written) (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches") and ovarian cyst ("ovarian cysts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, female sexual dysfunction, abdominal pain, psychological trauma and bladder disorder outcome was unknown and the menorrhagia, metrorrhagia, iron deficiency anaemia, alopecia, tooth disorder, headache, weight increased and ovarian cyst had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, female sexual dysfunction, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, psychological trauma, tooth disorder and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), apareunia,pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), menorrhagia (as written) (bleeding b/w periods) and anemia. Discrepancy noted in essure insertion date in current pfs: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified)-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Product indication and essure implant date updated. Previously reported ¿injury¿ was updated to pelvic pain. Events- dysmenorrhea (cramping), apareunia, abdominal pain, menorrhagia (heavy menstrual bleeding), menorrhagia (as written) (bleeding b/w periods), anemia, psych injury, bladder problems, hair loss, dental problems headaches and weight gain were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no: 6262779-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest pain, vaginal discharge, pid pelvic inflammatory disease, pregnancy, sexually transmitted disease, swelling abdomen, myopia, tenderness, ligament sprain, photophobia, gerd, oligomenorrhea, dysfunctional uterine bleeding, endometrial polyp, menometrorrhagia, uterine fibroids, uterine cancer, migraine, numbness and musculoskeletal pain. She denies any trauma, heavy lifting, cough, fevers, or nausea, vomiting. Concomitant products included fluoxetine hydrochloride (prozac). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). On (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2009, the patient experienced depression ("psych injury, psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (as written) (bleeding b / w periods)"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), alopecia ("hair loss"), tooth disorder ("dental problems"), ovarian cyst ("ovarian cysts") and arthralgia ("back hip pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal-bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, metrorrhagia, iron deficiency anaemia, alopecia, tooth disorder, headache, weight increased, ovarian cyst, vaginal haemorrhage and arthralgia had resolved and the dysmenorrhoea, female sexual dysfunction, depression, bladder disorder and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, depression, dysmenorrhoea, female sexual dysfunction, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, ovarian cyst, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping), apareunia,pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (as written) (bleeding b/w periods) and anemia. Discrepancy noted in essure insertion date in current pfs: on (B)(6) 2008. Right: 4 coils; left:4 coils. Discrepancy: previously reported date for essure confirmation test was on (B)(6) 2008. However essure inserted on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-jan-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 6262779) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest pain, vaginal discharge, pid pelvic inflammatory disease, pregnancy, sexually transmitted disease nos, swelling abdomen, myopia, tenderness, ligament sprain, photophobia, gerd, oligomenorrhea, dysfunctional uterine bleeding, endometrial polyp, menometrorrhagia, uterine fibroids, uterine cancer, migraine, numbness and musculoskeletal pain. She denies any trauma, heavy lifting, cough, fevers, or nausea, vomiting. Concomitant products included fluoxetine hydrochloride (prozac). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2009, the patient experienced depression ("psych injury, psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (as written) (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), alopecia ("hair loss"), tooth disorder ("dental problems"), ovarian cyst ("ovarian cysts") and arthralgia ("back hip pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal-bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, metrorrhagia, iron deficiency anaemia, alopecia, tooth disorder, headache, weight increased, ovarian cyst, vaginal haemorrhage and arthralgia had resolved and the dysmenorrhoea, female sexual dysfunction, depression, bladder disorder and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, depression, dysmenorrhoea, female sexual dysfunction, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, ovarian cyst, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping), apareunia,pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (as written) (bleeding b/w periods) and anemia. Discrepancy noted in essure insertion date in current pfs: (B)(6) 2008 right: 4 coils; left:4coils. Discrepancy: previously reported date for essure confirmation test was (B)(6) 2008. However essure inserted on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion; in (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 31-dec-2019: pfs received lot number was added. Events "abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression; migraines" were added. Outcome of events "abnormal bleeding, pain" were updated as recovered. Concomitant drug, medical history and lab data were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.